Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the received x-ray was reviewed. There is a potential drill bit fragment next to a screw visible. Product was not returned, therefore no investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: gff, gfa, hsz. Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and / or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 the patient underwent pelvis-exostosis iliac wing, traumatic pubic dis-junction, lesion till c2 of the pelvic ring by opening of the right sacro-illiac joint procedure to treat the lower limb. Patient had a road accident. During the procedure a drill bit broke when it was in contact with one of the screws in the patient's pelvis bone. It was impossible to remove it, and it remained in-depth in the bone. There is a potential risk of infection, as metallic part remained in the bone. There was no other problem during the surgery. Procedure was completed normally with no surgical delay. At the moment, no new surgery is scheduled. Patient outcome is reported as fine. Concomitant device reported: 3.5 mm low profile curved recon plate (part # 245.878, lot # unknown, quantity 1); 7.3 mm ti cannulated screw 32 mm (part # 409.910s, lot # unknown, quantity# 1). This report is for one (1) 2.5 mm drill bit. This is report 1 of 1 for complaint (B)(4).